Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found that the ck5 bolt on water manifold was damaged causing water to leak onto the floor. The technician replaced the water manifold, tested the unit, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported water leaking from their amsco 400 sterilizer onto the floor. No report of injury.